Event description:
It was reported that the ventilator did not provided set tidal volume value. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the whole device was replaced. It was confirmed that the reported issue was caused by internal leakage in the ventilator. The repair of the device was handled by the third party service and no more information will be provided. There was no on-site visit by our technician. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown, the cause of the reported event has not been determined. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.